Manufacturer narrative:
The device was not returned and the customer's complaint could not be confirmed. The cause of the complaint's event could not be determined without device evaluation. Review of the device history record revealed nothing that could have contributed to the event. This is the first complaint to this type for this part/lot combination.

Event description:
It was reported that during a rotator cuff repair, the peek eyelet of the pushlock device broke off on insertion. The anchor was retrieved but the eyelet remains in the patient. The surgeon used another device to complete the case. The medical facility did not report any adverse consequences with the patient as a result of this event. No further patient information is available from the customer. This device is used for treatment.